Event description:
The devices were used during a lavh procedure. It was reported by the affiliate that the surgeon fired 5 tr35w cartridges during the procedure. It was reported by the affiliate that on the third firing, the staples on one side failed to appear. The first two cartridges were fired without any adverse events.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973215. Visual inspections & results: batch number, k00wit; cartridge pan in place/condition, yes/good; condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, n/a; condition of clamping mechansim, n/a; condition of firing mechanism, n/a; condtion of knife, n/a; condition of wedge bands, n/a and is hyper lockout condition present, n/a. Analysis conclusion: based upon info received and visual examination, it was concluded that cartridge was returned with rolled towers, which indicate a wedge band bypass. No testing could be performed due to condition of cartridge returned. No conclusion could be reached as to how this damage occurred. Co strives to understand each incident as it occurs in order to continuously improve co's products.